Event description:
A patient initially enrolled in the (B) (6) study had a peri-procedural myocardial infarction (mi) /ischemic event non q-wave and diagonal branch occlusion noted with vessel spasm treated with ptca. The mi was the result of plaque shift while treating the main vessel. The transient side branch occlusion was successfully treated with ptca. Approximately three days post index procedure, the patient experienced chest pain/angina and epistaxis. Approximately three weeks post index procedure, the patient had a hypoglycemic emergency and later discharged to their home that same day. The next day, they experienced hypoglycemia again and was discharged from the hospital three days later. The patient was on antiplatelet therapy 24 hours prior to the events and was medically managed. The events resolved without sequel. The reason for the intervention was unstable angina pectoris. The patient had a previous percutaneous coronary intervention (pci) performed seven years prior, which revealed in-stent restenosis of a previously implanted bare metal stent in the target distal left anterior descending (lad). The lesion was described as 30mm in length and anatomically complex. The reference vessel was 3mm in diameter and had 70% visual stenosis. A 3 x 33 cypher rx stent was then implanted at the target lesion at 16atm and post-dilated as part of the procedure. During the index procedure, the patient experienced vessel spasm and diagonal branch occlusion was noted. Pre and post procedure timi flow was 3. The patient¿s post procedure stenosis was 0%. The patient was discharged from the hospital two days later without any adverse events.

Manufacturer narrative:
Products used during the procedure were a 3x20 balloon. Medications: ((B) (6) 2009) pre-procedure medications administered were aspirin, clopidogrel, ace inhibitors or angiotensin receptor blockers, beta blockers. ((B) (6) 2009) intra procedure medications were thienopyridine, and clopidogrel. ((B) (6) 2009) post-procedure medications were heparin, aspirin, clopidogrel, and thienopyridine treatment. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A patient initially enrolled in the (B)(4) study experienced a vessel spasm during the index procedure and a side branch occlusion resulting in a peri-procedural non q-wave myocardial infarction (mi). The mi was medically managed and the event resolved without sequelae. The side branch occlusion resulted from plaque shift while treating the main vessel and it was successfully treated with balloon angioplasty. The vessel spasm was related to the procedure. The indication for the index procedure was angina due to an in-stent restenosis of a previously implanted unknown bare metal stent in the distal left anterior descending (lad). The lesion was described as type c, 30mm in length and anatomically complex. The acc defines a type c lesion as a high-risk lesion with less than 60% success rate of treatment. The reference vessel was 3mm in diameter and had 70% visual stenosis. Pre-dilation was not conducted before a 3 x 33 cypher stent was implanted at 16atm. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Post dilation was conducted. Timi iii flow was maintained. The residual diameter stenosis measured 0%. During the procedure the patient experienced a vessel spasm and plaque shift occluding a diagonal. Pre and post procedure timi flow was 3. The patient's post procedure stenosis was 0%. Approximately three days post index procedure, the patient experienced chest pain/angina that was medically managed and resolved without sequelae. Past medical history that may have increased this patient's risk for mace includes previous pci ((B)(6) 2000), target vessel previously revascularized with unknown bare metal stent ((B)(6) 2002), hyperlipidaemia, hypertension, diabetes mellitus, allergy to sulfa and codeine and metabolic syndrome. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents like plaque) into the downstream flow with the potential to decrease it. This action (inherent risk of the procedure) combined with the patient's risk factors present in the medical history, vessel characteristics (type c lesion) and procedural factors (no pre-dilation conducted) may have contributed to the reported events.